Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes customer reports that the rubber stopper is stuck in the tube after decapping. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: rubber stoppers stuck in tubes after decapping - only plastic cap (safety cap) was removed. The department uses tla system.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes d10. Returned to manufacturer on: 30-aug-2023. H.6. Investigation summary: bd received one hundred (100) samples from the customer in support of this complaint. However, samples were misplaced at this time; complaint will be reopened, and further investigation will be conducted when additional information is gained, or samples are located. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Thirty (30) retention samples from bd inventory were evaluated by functional testing and no issues were observed related to the indicated failure mode of closure separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh (lithium heparin) 68 i.u. Plus blood collection tubes customer reports that the rubber stopper is stuck in the tube after decapping. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: rubber stoppers stuck in tubes after decapping - only plastic cap (safety cap) was removed. The department uses tla system.